Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: while priming IV tubing for a line change, tpn started squirting out of the filter of the IV tubing.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: while priming IV tubing for a line change, tpn started squirting out of the filter of the IV tubing.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tpn leak from the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2434-0007 lot number 20086789 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20086789 regarding item #2434-0007